Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that device was making a noise with nothing on the screen. Device had alarmed no delivery alarm during basal delivery. Buttons were not responsive. Customer loosened the device to stop the alarm and the device turned off. Customer inserted a new battery and the display did not return. Customer's blood glucose was 188 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and a constant tone due to faulty component on the mother board. Unable to confirm excessive no delivery alarm, keypad anomaly, or complete functional testing due to blank display. The insulin pump had cracked reservoir tube lip and cracked battery tube threads.